Manufacturer narrative:
(B)(4). Estimated event date updated from 06/01/2018 to 03/01/2018. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the angina began in march 2018. The angiogram is scheduled for (B)(6) 2018. The angina was treated with nitroglycerin spray and isosorbide mononitrate 10 mg twice a day. A myocardial infarction was not diagnosed. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Therapy date has been estimated. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015 two absorb scaffolds, sizes 2.5x28 and 3.0x18, were implanted in the right posterior descending coronary artery. Some time post procedure the patient had angina. The patient will return for additional stenting. No additional information was provided.